Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door latch alarm was confirmed and reproduced while attempting to run a loaded set. Evaluation found the force required to close the door was above expected levels resulting in the reported symptom. The door hooks were replaced and the pump was reworked per baxter's service procedure to correct this condition.

Event description:
It was reported a spectrum pump had a door latch alarm. It was also reported there was no patient involvement.